Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.the root cause is undetermined.

Event description:
This is a spontaneous report by a nurse from (B)(6) of bowel incontinence, vomiting, and peritonitis with (B)(6) in a (B)(6) female coincident with dianeal pd2 unknown bag therapy. In (B)(6) 2011, the patient began treatment with dianeal pd2 unknown bag therapy (dose and frequency not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd). On an unreported date, the patient experienced bowel incontinence. On (B)(6) 2011, the patient experienced bacterial peritonitis manifested by cloudy effluent, abdominal pain, and vomiting. The cause of the bacterial peritonitis was due to bowel incontinence. On an unreported date, the patient began remedial therapy with gentamycin (40mg/5l, frequency and route not reported), potassium chloride (4meq/l, frequency and route not reported) and heparin (200units/l, frequency and route not reported). On an unreported date, the event of bacterial peritonitis was ongoing and unchanged. It was not reported whether the events of bowel incontinence or vomiting resolved. Dianeal pd2 ultrabag therapy was ongoing. The nurse stated that the event of peritonitis with (B)(6) was not related to dianeal pd2 unknown and did not provide an assessment of causality for the events of bowel incontinence and vomiting.